Event description:
The customer states that they can't adjust the pacing rate or output.

Manufacturer narrative:
The customer states that they can't adjust the pacing rate or output. The factory has not yet rec'd the device for eval, and the complaint is still under investigation. A f/u report will be submitted upon completion of the investigation.